Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal right coronary artery with mild calcification, a 2.0x15 rx tenku dilatation catheter was advanced without resistance for pre-dilatation and inflated two times at 8 atmospheres; however, the balloon ruptured on the second inflation. The 2.0x15 rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. A new rx tenku dilatation catheter was used for further dilatation to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.